Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a foreign substance was found at the iol optic after the iol implant procedure. The surgeon is suspecting the cartridge because such substances could be created when the iol passes through the cartridge. There were two cartridges with the same lot number with the same issue. Additional information was requested.